Manufacturer narrative:
After further review of file on (B)(6) 2020, patient had a surgical intervention on an unknown date to correct an unspecified issue with implants. Patient had an explantation on an unknown date since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness h6 patient code 3191: surgical intervention, medical device removal, generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5095890. It was reported that a female patient who underwent breast surgery with two unspecified gel implants experienced chronic hives, knee pain, foot pain, anxiety, add , dry eyes and persistent breast pain. Post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.